Manufacturer narrative:
The field service engineer could not determine a specific cause. He replaced a solenoid valve, decontaminated the instrument, replaced all probes, and performed probe adjustments. He ran a cell blank, mechanism checks, and precision. The provided calibration and qc data were acceptable. The analyzer alarm trace did not contain a conspicuous event. The investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
The reagent lot number was 92024001 with an expiration date of 31-jan-2027. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit. The initial result was 14.0 mg/dl. The customer questioned the result as it was high and due to ongoing issues with high results. The repeat result using a different cobas c503 analyzer was 8.7 mg/dl. The repeat result using the original analyzer was 8.8 mg/dl. The questionable result was not reported outside of the laboratory.